Event description:
Olympus was informed that during a laparoscopic cholecystectomy, chf-p20q was inserted through a trocar and used for observing common bile duct and cholecyst. At the end of the procedure, during a lavage of peritoneal cavity, users noted there was a black object in the abdominal cavity. The object was retrieved using a forceps and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The reference device was returned to olympus for evaluation. The evaluation found the bending section cover glue at proximal end was coming off. In addition, there were scratches on the insertion section. The bending section cover glue at distal end was discolored due to chemical damage. Review of the instrument history showed that the device was last serviced on (B)(4) 2010. The exact cause of the user's experience could not be determined, but user handling and/or maintenance are potentially contributory factors. This report is being submitted as a medical device report in an abundance of caution.